Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was showing 2 patients in the same bed. A technical support specialist checked and confirmed that the two patients were assigned to separate beds and were no longer listed under the same bed assignment within the system and confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was showing two patients assigned to the same bed. However, there were no delays or adverse events or injuries reported based on this event.